Event description:
During a pta (percutaneous transluminal angioplasty) procedure, it was reported that a 5mm saber balloon was delivered to the target lesion, however, the balloon could not be deflated completely before dilatation was conducted. Therefore, they discontinued using the device and exchanged it for another saber balloon catheter to successfully complete the procedure. There was no report of patient injury. The target lesion was the pulmonary artery. The target lesion did not have calcification, had heavy tortuosity and a level of stenosis of 90%. The product was clinically used. The device was stored, handled, and prepped according to the IFU. There weren¿t any kinks, anomalies noted to the packaging or device prior to use. The balloon was not inflated, and the physician tried to remove the air from the balloon before use but could not do it. The physician was attempting to put negative pressure in the balloon. It was unknown if there was leakage of contrast coming from the balloon. It was unknown how long it took to deflate the balloon or if the balloon could eventually be deflated. The contrast used was unknown, and the sheath introducer used was also unknown. It was unknown if the balloon was removed easily and intact from the patient. The product will be returned for analysis.

Manufacturer narrative:
The device has not yet been returned for analysis. A DHR review was conducted and it was determined that this lot met the requirements as per the manufacturing plan. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device was returned for analysis however the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a pta (percutaneous transluminal angioplasty) procedure it was reported that a 5mm saber balloon catheter (bc) was delivered to the target lesion, however the balloon could not be deflated completely before dilatation was conducted. Therefore, they discontinued using the device and exchanged it for another saber balloon catheter to successfully complete the procedure. There was no report of patient injury. The target lesion was the pulmonary artery. The target lesion did not have calcification, had heavy tortuosity and a level of stenosis of 90%. The device was stored, handled, and prepped according to the IFU (instructions for use). There weren¿t any kinks, anomalies noted to the packaging or device prior to use. The balloon was not inflated, and the physician tried to remove the air from the balloon before use but could not do it. The physician was attempting to put negative pressure in the balloon. It was unknown if there was leakage of contrast coming from the balloon. It was unknown how long it took to deflate the balloon or if the balloon could eventually be deflated. The contrast used was unknown, and the sheath introducer used was also unknown. It was unknown if the balloon was removed easily and intact from the patient. The product was returned for analysis. One non sterile saber 5mm x 2cm 90cm bc was returned. Per visual analysis the balloon was returned deflated and appeared to have been inflated. No other anomalies were found. Using the deflation/inflation system, the device was pressurized at 10 atmospheres (rated burst pressure) which took 13.04 seconds to inflate the catheter balloon. Then a vacuum was created with the indeflator (inflation/deflation device) which took 19.73 seconds to deflate the balloon completely. This was within specification. A sample lab guide wire 0.014" was inserted through the guide wire lumen to perform the inflation/deflation test. A device history record (DHR) review of lot 17032884 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - deflation difficulty-partial or slow¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). (B)(6). The device has not yet been returned for product analysis. Additional information will be submitted within 30 days of receipt.